Event description:
Medtronic received a report that a solitaire fr encountered resistance in the distal section during delivery. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an ischemic stroke (right middle cerebral artery). Patient details: mrs: baseline 4, mrs: procedure 2, nihss score: baseline 16, nihss score: post procedure 9, tici score: baseline 1, tici score: post procedure 3. IV tpa was not contraindicated. Three passes were noted with the device. The patient¿s vessel tortuosity was moderate. Stroke onset to reperfusion time was 5 hours. The surgeon used the stent to remove the thrombus but reported that the stent could not be pushed out of the microcatheter normally after it was in place. After multiple attempts, it still failed. The stent was then removed and it was replaced with a new stent to complete the operation. There were no patient symptoms or complications associated with this event. Additional information received reported a rebar18 catheter was used. Followed the instructions for use (IFU) for saline flush.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.